Event description:
Caller reported cgm error 42, but there was no adverse impact to the customer¿s blood glucose level. Cts walked caller through pump reset, and the cgm error code did not reappear after the reset. Cts advised caller to wait 20 minutes to start their sensor session, which caller understood and acknowledged.